Event description:
The reporter stated that the dental surgeon prepared the site to place dynablast paste. The product had to be removed from the pt as it had 4-8mm size chips and it could not be used at the surgical site.

Manufacturer narrative:
A review of integra's complaint sys showed that this event was reported to integra, and entered into the complaint management sys in (B)(4) 2009. A medwatch had no been submitted previously for this event. No product was returned for evaluation. An investigation of the complaint was conducted. A device history review showed no anomalies. The product was manufactured and released in accordance with the finished product specifications. A retain unit sample was inspected by integra quality assurance and was in good condition. As part of the inspection, the dybablast putty was extracted and dissolved with water to separate the cancellous from the putty. There were no abnormally large particles of bone and the particles passed through the 1mm sieve per specifications. The directions for use instructions are enclosed with each product. The contradictions state: "dynablast putty contains cancellous particles up to 4 mm in size. Do not use for applications where large particle sizes may be contraindicated." No corrective or prevention action was deemed necessary at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.